Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Explantation after sg dislocation.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected: and confirmed that the silicone housing was cut / torn and the siphon guard was no longer attached to the valve. This could be due to wrong handling as noted in the complaints description. As noted in the IFU silicone has a low tear/cut resistance. Review of the history device records confirmed the valve product code 82-8804, with lot ctbb4m, conformed to the specifications when released to stock on the 18th march 2015. The root cause of the broken silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.